Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an alleged inaccuracy during a case. The surgeon did CT to fluoro registration for screws. As they were putting instruments down the end effector and docking to bone, on screen the instrument appeared 4 mm inside of the bone. After redoing registration 4-5 times with CT to fluoro, the same result appeared on screen on multiple levels each time. Eventually the surgeon abandoned use of the system and proceeded using traditional guidewires and a c-arm. There was no patient harm and the procedure was delayed less than one hour. Additional information was received. It was reported that the site did not use guide wires to finish the case, they used navigation and percutaneous screws, and everything looked great.

Manufacturer narrative:
A4: patient weight not available. H3, h6: a medtronic representative went to the site to perform a system check out and they found no issues related to the navigational accuracy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.